Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis station was lagging. A technical support specialist (tss) referred to knowledge article clean winsxs folder to free disk space (win10 devices only) for troubleshooting the issue. The tss ran the internet protocol configuration and flush domain name system command, executed group policy update and rebooted the device. The issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced system lag, with medication dispensing took approximately 3-5 minutes. The station was currently online in remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.